Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that noise was occurred in priming and motor error was also occurred. Customer also lost settings when changing batteries. The insulin pump will not be returned for analysis.